Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent an open reduction internal fixation finger procedure on (B)(6) 2014. During the procedure, the driver bit tip stripped. The procedure was completed without fully seating the screws.